Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were ramping up when attempting to program a bolus. Customer's blood glucose was 7.7 mmol/l. The customer could not recall any significant events leading to the keypad issues. Customer also reported they had a no delivery alarm in the past. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive no delivery alarm noted. The insulin pump has cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.